Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he opened the sensor packaging, he noticed that the sensor was broken into two pieces. Blood glucose level at the time of the incident was 103 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was perform on 1 opened and used enlite sensor found the needle hub separated from the sensor base and the needle was retracted inside of the needle hub. Unable to perform packing complaint due to the customer returned the sensor opened and used.